Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, g2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-jan-2022 to 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer emergency lever was closed and that there were several inventory items at the back of the drawer, which caused the drawer to become stuck. A field service engineer opened the lever to allow the matrix drawer to move freely, which resolved the reported issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed at the surgery unit, preventing users from accessing the drawer using the key. The manufacturer reached out to the customer for additional information regarding the event, but no other information was provided released. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed at the surgery unit, preventing users from accessing the drawer using the key. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer lever was closed and that there were several items at the back of the drawer, which caused the drawer to become stuck. The lever was turned open to allow for the drawer to move freely. The system was functional as intended.